Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured before the UDI requirements). Device evaluation: the device was returned to zoll medical corporation. The customer's report was observed and attributed to a damaged auxilliary connector. The damaged connector prevented the installed battery from charging. This resulted in a low battery condition preventing the device from fully charging and discharging energy. It is recommended in the x-series operators guide to always carry at least one fully charged spare battery. Analysis for reports of this type has not identified an increase in trend.